Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "pt complains of pain in left thigh and both knees at office visit on (B)(6) 2008. Surgeon notes mild superior migration of femoral head within acetabulum at that visit. Pt also referred to physician for bilateral foot issues and orthotic needs. Pt again seen on (B)(6) 2009 verbalizing improvement; however, by x-ray, mild superior migration of both femoral heads noted in acetabulum with polyethylene wear bilaterally. Subject also had right tha in 1995 (j&j component). Evaluations increased to every 6 months; however, subject last seen (B)(6) 2009."